Event description:
The facility reports two aides had finished bathing the resident and were dressing him on the trolley. One caregiver was on the side of the trolley, rolling the resident over towards another caregiver to finish dressing the resident. The resident was very stiff and in a fetal position, making it hard to roll him towards the caregiver. After the caregiver rolled the resident to the other caregiver, the side rail on the trolley released and the resident fell to the floor. The resident sustained a laceration to the top right of his head. The laceration was glued shut.

Manufacturer narrative:
An arjo investigator examined the device and found it in moderate condition. The leg covers were broken, the castors had hair and mop strings in them. The chassis was rusted at the hydraulic valve area and left front latch, the foot rail was rusted and scratched, the head rail was scratched, and the bed platform was cracked on the foot end on both sides. A function test was performed; everything was working to specification. The investigator tried to get the sides to disengage, but they would not, even when shaking the trolley. It was noted the left side bracket that releases the side closest to the foot end was bent and marked from pliers. Maintenance stated they had straightened out the bracket after the incident (before the investigator arrive). It was bent so badly the side would not latch. The caregiver also noted that sometimes the mattress pad gets out of plate and interferes with the latches. When moving, the mattress can recreate this concern. The mattress pad was not found out of plate upon inspection. The manufacturer concludes the root cause of the incident is most likely that the staff rolled the patient against the side rail when he was being dressed, causing it to release. It is stated in the operating and product care instructions (opi), "this equipment is intended for bathing and showering residents. All other uses must be avoided." It is also stated, "when raising side support, make sure the two catches snap into place, " and "make sure that the patient is lying in the middle of the stretcher. If the patient's position is off-center, the device may tip over, causing serious injury to the patient and operator." Obviously the product was also in need of a service/technical check for quite some time. Defect product was used. In the opi under the chapter maintenance, it is stated to weekly examine the shower trolley for damages and an annual exchange of the safety catch. This has most likely not been done, based on the statement of the bad condition of the device. The manufacturer recommends the customer be retrained, especially regarding the requirements of the opi. Damaged and worn parts must be replaced.